Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000025, serial/lot #: unknown, UDI #: fdm, fdr and fdc applies to pli 20. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the lower door cap and the bottom louver cover are damaged. The system still functions as designed, but the door cap cover is deformed, causing the cover to be loose. There was no patient present when this issue was identified. No additional information was provided.